Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix e/x (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2010 or (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol marlex mesh. As reported, the patient is only making a claim for an adverse patient outcome against the composix e/x (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2010 or (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol marlex mesh. As reported, the patient is only making a claim for an adverse patient outcome against the composix e/x (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: attorney alleges that the patient developed pain, adhesions, hernia recurrence and bowel obstruction, emotional injuries. Additionally alleged is mesh migration and shrinkage. Per provided medical records: (B)(6) 2010 ¿ patient underwent ventral hernia repair surgery. Per the operative report, ¿dissection was carried down to the hernia ring, which was moderate in size. The hernia sac was sharply incised and dissected off surrounding tissues. Bard composix mesh (composix e/x) was then cut and placed within the intraabdominal cavity with the ptfe surface placed intraabdominally and the marlex mesh component placed anteriorly. This was secured in a circumferential fashion with interrupted 0 prolene horizontal mattress sutures through the abdominal wall musculofascial layer.¿ (B)(6) 2013 - upon assessment it was noted that the mesh detached from the left side hernia and then the patient underwent surgery for recurrent incisional hernia. Per the operative report, "the hernia sac was removed, and incarcerated bowel was noted in the base of the sac as well as attached to the mesh. This required tedious dissection to free the mesh and the other surrounding structures. After the adhesions had been taken down completely and the undersurface of the anterior abdominal wall was clear, repair was performed using a bard mesh (flat mesh), sewn in place with an underlay with u stitches or #1 prolene. After this was completed, a 2nd layer of bard mesh (flat mesh) was placed as an onlay and tied in place with the same sutures." The removed mesh and hernia sac were sent to pathology.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix e/x (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Addendum: h11: this supplemental MDR is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of medical records provided finds a patient with a complex history significant for multiple abdominal surgeries. Hernia recurrence and adhesions are known inherent risks of hernia repair surgery/use of the device. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. The patient¿s attorney alleged mesh shrinkage, there is no indications in the medical records provided to support that claim. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.